Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Follow-up information indicated surgical intervention was undertaken and an ipg was implanted. The patient's lead was also explanted and replaced (reference MFR report: 1627487-2014-21743). The patient reported effective stimulation coverage postoperative.

Event description:
It was reported the patient had not charged her ipg and it was no longer able to communicate with the programmer or charger. During the procedure the patient's lead was tested (reference MFR report: 1627487-2014-21743). The patient's ipg was explanted and may be replaced at a later date.